Manufacturer narrative:
The returned blade was evaluated for the cause of metallic dust, emanating from the blade. The blade was evaluated for proper rotation and the device was found to rotate freely with no evidence of binding. A dimensional evaluation was performed and the device was found to be within design tolerances. A visual examination of the device was performed and it was observed that there were two score marks at the tip of the inner blade and one score mark approximately 1 inch from the sluff chamber. The tip tube alignment was found to be within tolerance. It's possible that the blade jammed on tissue or perhaps some leverage was applied, which caused the inner and outer tip to rotate against each other. (B)(4).

Event description:
Shedding was noticed after resection of the meniscus. The blade seized at the end of the resection; the motor drive unit did not heat up. Bone quality was normal. No more force required on the device used in this procedure than typical. The blade was positioned tangent to the tissue. The surgeon washed the joint as much as possible and used another blade without any issue. The surgeon was not confident that all of the pieces were removed from the patient.